Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Unit called in for low vacuum. Per user manual this is likely caused by: "low vacuum" associated help screen: probable cause corrective actions the patient is tachycardiac. - or - change iab frequency to 1:2 by using the iab frequency arrow keys. There is insufficient vacuum in the drive system. If the message persists contact datascope service. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was unable to duplicate the reported issue, the stm allowed the iabp to pump for 45 minutes after passing functional and safety tests. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient the cs300 intra-aortic balloon pump (iabp) alarmed "low vacuum" and "rapid gas loss". There was no injury or harm to patient and no adverse event was reported.